Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary fully covered rmv stent was to be used to treat a malignant stricture in the distal common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) and sphinterotomy with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement. According to the complainant, during the procedure, the physician was able to deploy the stent. However, during removal of the delivery system through the stent, the catheter got caught on the stent. The physician applied force to remove the delivery system, which caused the stent to move distally into the duodenum. The physician was comfortable leaving the stent where it was as it was deemed to still be in an acceptable position and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.